Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 7 months post implant of this 33mm bioprosthetic valve, the valve was explanted and replaced with 31mm bioprosthetic valve of the same model. The reason for the explant was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valve was explanted due to a torn posterior leaflet and severe mitral regurgitation of the bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.